Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the primary monitor froze and that there was loss image.

Event description:
It was reported that the primary monitor froze and that there was loss image.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure:loss of image.probable root cause: sdc application software. Sdc motherboard.fpga temperature sensors/measurement.cables and connectors. Power supply, fuse.use error.cybersecurity.esp software . The reported failure mode will be monitored for future reoccurrence.manufacture date is not known.